Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via radial approach through a 6fr 3.5 non-bsc guide catheter and a samurai guide wire. The target lesion was located in the left anterior descending artery (lad). The physician already stented most of the lad. However, while attempting to advance a 2.50x12mm synergy drug-eluting stent through the distal lad, the non-bsc guide extension catheter stripped the stent of the delivery catheter and the device migrated to the distal lad. Subsequently, the physician advanced a 2.5x16mm synergy stent and stented the migrated stent against the wall of the distal lad. No patient complication were reported and the patient's status was stable.